Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative (rep) who reported sometimes in october the patient saw the out of regulation (oor) message on the patient programmer (pp). The rep confirmed the oor was seen on the pp and not an elective replacement indicator (eri) message. Another rep saw the patient and cleared the oor message. It was noted the patient had seen the oor message again, but did not see it on the pp. The patient was sitting up when the oor message occurred and an electrical impedance test was performed with the following results: c0 1 ,638 ohms c1 921 ohms c2 804 ohms c3 875 ohms 01 1,705 ohms 02 1,987 ohms 03 2,143 ohms 12 1,145 ohms 13 1,408 ohms 23 1,037 ohms. The impedances were tested again with the right arm extended over the patient¿s head and sitting up with the same results. It was suggested that when the oor message occurred again to have a detailed diary of what the patient was doing with positions. An estimated longevity calculation was performed at 3.0 volts, 90 pulse width, 180 hertz, 806 ohms, on 12 hours with eri at 4.24 years and eos at 4.49 years. It was noted for the month of november the patient didn¿t turn off their stimulator. Per the data usage on the screen the week of november 22nd was 1% and november 25th was 1% (there was no data for the month of october). Unrelated prior oor event captured in pe (B)(4).